Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed device logs and verified station health. Monitored for additional occurrences after the case was opened, but no further issues were reported. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es claban4, drawer 2.2 intermittently failed to populate medications for removal on the touchscreen. However, there were no delays or adverse events or injuries reported based on this event.